Manufacturer narrative:
After use of a 6-7f mynxgrip device for vascular closure (vcd), a patient was diagnosed with a pseudoaneurysm and a retroperitoneal (rp) bleed in recovery following the procedure which were treated with a thrombin injection. The patient's hospitalization was also extended but it is unknown for how long. The patient¿s status was stable and recovering. A 6f competitor sheath was used in the procedure. A neuro procedure was being performed and the vessel was arterial. The deployer was certified on mynxgrip. Anticoagulants were used in the procedure, but specifics are unknown. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use and there were also no multiple sheath exchanges. Additional procedural details were requested but were asked and are unknown. The device was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery or vein into the hematoma cavity. This pouch or sac coming off the artery or vein looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall, but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. A retroperitoneal (rp) hemorrhage refers to an accumulation of blood found in the retroperitoneal space. This most often occurs due to a backwall or high stick, but may be worsened with anticoagulant therapy. There are several risk factors associated with bleeding complications, such as advanced age, high or low bmi, comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pad that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. These events can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. It is possible that the rp bleed occurred due to a rupture of the pseudoaneurysm or both could have occurred simultaneously if multiple punctures occurred. Based on the information provided of the event, it is not possible to determine the clinical relationship between the mynx device and the pseudoaneurysm/rp bleed reported. However, patient and procedural factors are possible. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the instructions for use (IFU), which is not intended as a mitigation, a pseudoaneurysm occurring during or after any extravascular closure device, such as the mynx device, is a well-known potential complication. According to the safety information in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ it also warns, ¿do not use mynxgrip if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed. Without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. However, there is no indication that the event was related to a design or manufacturing issue, therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A device history review could not be performed as the sterile lot number was not available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After use of a 6-7f mynxgrip device for vascular closure, a patient was diagnosed with a pseudoaneurysm and a retroperitoneal (rp) bleed in recovery following the procedure which were treated with a thrombin injection. The patient's hospitalization was also extended but it is unknown for how long. The patient¿s status was stable and recovering. The device will not be returned for evaluation as it was discarded. A 6f terumo pinnacle sheath was used in the procedure. A neuro procedure was being performed and the vessel was arterial. The deployer¿s mynx training status was certified on mynxgrip. Anticoagulants were used in the procedure, but specifics are unknown. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use and there were also no multiple sheath exchanges. Additional procedural details were requested but were asked and are unknown.